Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: tech found the unit had an air leak at the swivel while performing preventative maintenance. They also found the reciprocating arm, bearings, screw, fine adjustment cam, ball plunger, lever, swivel, motor, spring, and neckpiece were all damaged as well. Tech replaced the damaged components, tested the unit, calibrated it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance and a repair was needed. There is no harm or delay reported as there was no patient involvement. Due diligence is complete and no additional information is available. During product evaluation the air dermatome was found to be leaking air at the swivel. No adverse events were reported as a result of this malfunction.